Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 32mm profile 3d mitral annuloplasty ring, it was explanted and replaced with a different manufacturers prosthetic heart valve. The reason for the replacement was reported as the patients anatomy was not compatible with the repair. The annuloplasty ring was fully sutured and tested prior to removal. It was further reported that the annuloplasty ring did malfunction. No additional adverse patient effects were reported.

Manufacturer narrative:
B2, b5 and h6 updated. Conclusion: the analysis and investigation is in progress. A supplemental report will be submitted after completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that "the annuloplasty ring malfunctioned as it did not function properly after implantation, leading to regurgitation". No additional adverse patient effects were reported.